Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was not capturing. Patient presented in the operating room for lead revision. During procedure, the lead fractured. The lead was then explanted and replaced. Patient was stable post procedure.

Event description:
New information noted that the lead had dislodged.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.